Event description:
It was observed that during the device inspection, the video system center's nozzle, c-cover (plastic distal end cover), adhesive around objective lens, adhesive around lightguide (lg) lens, a-rubber (bending section cover), and connecting tube had foreign materials. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, it is likely the following led to the malfunction: device not reprocessed properly due to the a-rubber (bending section cover) was peeled and the insertion section was scratched. The event can be detected/prevented by following the instructions for use: instructions states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.